Event description:
The customer reported that the surgeon was performing a cataract extraction procedure. The surgeon used a clear corneal incision. An occlusion was noticed at the start of the surgery. After the handpiece was introduced into the eye, a corneal burn occurred. The corneal incision turned white. The surgeon put the handpiece tip into a cup of bss to clear the clog: the occlusion disappeared. The surgeon elected to continue and complete the procedure. Three corneal sutures were used to close the incision. Water tightness of the incision was not ensured at the end of the surgery. The patient was hospitalized after the operation, but was discharged the next day. At one day post-op, the surgeon reported that if the cicatrization (healing) is not perfect, the patient will be operated on again. The patient wears a bandage contact lens to protect the eye. At day seven, postoperative astigmatism was present.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance, when additional reportable information becomes available. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health device hazard update; scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.